Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from a result obtained that morning of over 300 mg/dl am fasting; customer did not specify the exact result. The customer¿s expected blood glucose test result range was not disclosed. At the time of the call the customer reported symptoms of headache and drowsiness. Customer stated that she had contacted her doctor that day due to the high blood glucose test result obtained and her symptoms. Customer stated that she has a doctor's appointment the following day. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2023 and test strips were opened two weeks prior to call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to symptoms related to diabetes: headache, drowsiness and for customer contacting doctor due to meter results. Meter was not returned for evaluation - customer had returned incorrect meter. Test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 03-aug-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation - customer had returned incorrect meter. Test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.